Manufacturer narrative:
(B)(4). Jaw or cam interface is disengaged. The analysis results found that the el5ml device was received with one jaw and cam ramp disengaged and the shaft bent. In an attempt to replicate the reported incident the device was tested for functionality. Upon testing, the device was cycled and it ejected two clips due to the condition of the disengaged jaw. Finally the device locked out as intended. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. Possible causes for the shaft damage found may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, it could not be determined what to may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the jaws did not close at the 1st firing on the cystic artery though the clip was fed into the jaws properly. Another device was used to complete the case. There were no adverse consequences to the patient.